Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the rotor was not moving and upper dingus was in locked position when door closed, lower dingus was in open position. Representative stated that both dingus could not be adjusted and found 2 adjustment screws in each dingus. After one screw was removed from reach dingus, representative was able to set the dingus to correct position and homing procedure was completed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during installation of the imaging system, when performing motion calibration, the system was stuck and would not allow any motions. When attempted to make any movements, the system would make a loud noise. Representative reported that the gantry could be titled to left and right. There was no patient present at the time of the issue.